Event description:
The catheter was placed on (B) (6) 2009 in right antecubital. On (B) (6) 2009, skin was oozing under dressing and forearm was swollen. The line was kinked, and the dressing changed. On (B) (6) 2009, the site was red and arm was still swollen. The line was discontinued and blood culture was sent.

Manufacturer narrative:
Results: received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned sample and observed residues and fibers from tape/dressing adhered to the tubing portion and dried bodily fluids/ meds and occlusion near and at the current tip. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. Conclusions: a root cause analysis could not be determined with the sample provided. Confirmed that the pyrogen tests results were acceptable for the sub-lot numbers identified and there was no leakage in any area of the catheter. (B) (4). (B) (4).